Event description:
It was reported that duraloc 100 series 52mm od and unk hip constrained acetabular liner duraloc were involved in a reported event. The event concerned the revision of a 52mm duraloc cup and liner, with plans to exchange the liner and locking ring, requiring custom implants. The liner in situ was most likely an enduron liner. The revision was to be scheduled upon arrival of custom implants. The reason for revision was identified as wear of the liner, specifically polyethylene wear. The patient required a corrective invasive procedure in which a device was replaced or revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.